Event description:
It was reported the subject device brush snapped and became stuck inside the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated field(s): d8, h6, h11. Corrected field(s): d4 - no serial number, g2. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection therefore the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.